Event description:
It was reported that due to a non union, the gamma nail was revised to a 115 restoration modular stem. The explanted products were taken by nurse, per hospital policy.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device retained by the hospital.